Manufacturer narrative:
The manufacturer previously reported section h1 as "malfunction" and should have been reported as "serious injury". Also, section h7 and h9 were missing from the previously submitted report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. Additional information was received, section b5 was corrected and should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging trouble waking up , woke up very confused and was admitted to the hospital and has low blood oxygen related to a ventilator's sound abatement foam. Patient had anoxia event most likely, also had irritation in the throat. The reported event of patient had trouble waking up, woke up confused and was admitted to the hospital overnight for hypoxemia and anoxic event, and also had throat irritation and its reported severity was reviewed by the manufacture's clinical expert. This event is not assessable due to insufficient information. Based on the available information, the manufacture concludes no further action is necessary. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 updated and corrected by capturing health effect - clinical code and health effect - impact code which were incorrect in initial report. Section d4 was corrected by capturing model number and catalog number which were incorrect in initial report.

Event description:
The manufacturer received information alleging a ventilator's sound abatement foam became degraded and caused the blood oxygen level of a patient to decrease. The patient was admitted to the hospital. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.